Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument had a crack in the jaw part of the body. The customer used a backup instrument of the same kind to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: site informed that the issue was identified prior to the procedure on (B)(6) 2021 as it was not recorded in the logs. It was unknown why the maryland bipolar forceps was exchanged during the procedure on (B)(6) 2021. The hospital and the clinical sales representative (csr) became aware of the issue on (B)(6) 2021.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. The root cause of this failure is attributed to a component failure. A review of the device logs for the maryland bipolar forceps (part# 470172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on 09-nov-2021 via system serial# (B)(4). There were one use remaining after this last usage. This last usage of the device was before the reported event date, indicating that the the issue was identified before installation on the reported event date. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is a reportable malfunction due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.